Event description:
It was reported that balloon rupture occurred. A 3.00 mm x 150 mm x 150 cm ranger sl balloon catheter was advanced for dilation of a below the knee (btk) lesion located in the anterior tibial artery (ata). The procedure was intended to address total stenosis. However, the balloon ruptured before reaching the nominal balloon pressure (nbp). The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. A 3.00 mm x 150 mm x 150 cm ranger sl balloon catheter was advanced for dilation of a below the knee (btk) lesion located in the anterior tibial artery (ata). The procedure was intended to address total stenosis. However, the balloon ruptured before reaching the nominal balloon pressure (nbp). The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the target lesion was 100% stenosed, non-tortuous, and moderately calcified. The patient's anatomy was not challenging, and no patient-related factors contributed to the reported event. Procedural factors also did not contribute, as the procedure was performed as intended. The balloon ruptured during first inflation.

Manufacturer narrative:
B5: describe event or problem: updated. D4: lot number, d4. Expiration date, d4. Unique identifier (UDI) and h4: device manufacture date.

Manufacturer narrative:
B5: describe event or problem: updated. D4: lot number, d4. Expiration date, d4. Unique identifier (UDI) and h4: device manufacture date. A ranger device was returned for analysis. A visual examination identified that the balloon had been subjected to positive pressure. A leak test resulted in the balloon being successfully inflated to rated burst pressure with no device leaks or drop in pressure identified, therefore the complaint incident cannot be confirmed. No damage or issues were identified with the shaft, balloon, markerbands or tip of the device. No issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 3.00 mm x 150 mm x 150 cm ranger sl balloon catheter was advanced for dilation of a below the knee (btk) lesion located in the anterior tibial artery (ata). The procedure was intended to address total stenosis. However, the balloon ruptured before reaching the nominal balloon pressure (nbp). The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the target lesion was 100% stenosed, non-tortuous, and moderately calcified. The patient's anatomy was not challenging, and no patient-related factors contributed to the reported event. Procedural factors also did not contribute, as the procedure was performed as intended. The balloon ruptured during first inflation.